Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had a history of high impedance. The lead impedance kept gradually increasing. The physician elected to revise the lead. Prior to procedure, the lead also had high capture thresholds. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.